Manufacturer narrative:
Technician found that the head up would not function due to a bad hydraulic valve in hydraulic manifold; replaced head up hydraulic valve to resolve this issue.

Event description:
Complaint alleged that head up would not function.